Manufacturer narrative:
(B)(4).

Event description:
An endurant iliac stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The endurant 16x20x156 iliac limb was implanted from just below the renal arteries down to the left common iliac artery followed by a fem-fem bypass surgery to make an aui as planned before the endovascular procedure. It was reported that the patient recently presented to the hospital and complained of pain in the lower limb. After evaluation it was confirmed that the inside of fem-fem bypass which was inside of the stent graft was occluded by thrombosis. A thrombectomy was performed to clear the occluded and blood flow was improved. The physician commented that calcification and stenosis of the common iliac artery may have led to the occlusion and it would have caused the occlusion inside of the distal end of the stent graft and this resulted in impeded blood flow. No additional clinical sequelae were reported and the patient is fine.